Event description:
Pc was created to capture the event: on (B)(6) 2023, the patient underwent a left hip revision secondary to left femoral stem neck fracture of the implant. Prior to the revision, the patient pivoted his leg and felt his left hip give out. He had pain and was unable to walk. Intraoperatively during the revision, significant scar tissue and fat tissue necrosis of the abductor muscles was identified. The femoral stem neck was confirmed as broken in two and the proximal portion and head were easily removed. Doi: (B)(6) 2017 (head, liner). Doi: (B)(6) 2017 (stem). Dor: (B)(6) 2023. Left hip 2nd revision.

Manufacturer narrative:
Product complaint # : (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. E3 initial reporter occupation: lawyer. Follow-up is being conducted to obtain legal contact information. If/when the contact information is received, a supplemental med watch report will be submitted. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.